Manufacturer narrative:
No product was returned for evaluation. Serial number was not provided. Unknown manufacturing date.

Event description:
It was reported that pump alarms no disposable and will not run. Unknown serial number. No patient injury was reported.